Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not powering on. Upon functional testing, the fse found that the defective main power distribution (mpd) control unit. The fse replaced mpd control unit. After replacement of mpd control unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the allura system powered off suddenly while a procedure was ongoing. No harm to user or patient was reported. A philips field service engineer (fse) inspected the device onsite and identified that the mpd (main power distribution) control was broken. Fse proceeded to replace the mpd control unit and the system is now returned to use in good working condition.